Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicate the ipg was inoperable and patient lost therapy. As a result, surgical intervention occurred wherein the entire system explanted to address the issue.

Manufacturer narrative:
¿Date of event¿ is estimated.

Event description:
It was reported that the ipg could not be set to MRI mode. Diagnostic testing revealed high impedance. Surgery may occur to address the issue.